Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 60 mg/dl. Reportedly, customer initiated an override bolus which decreased their bg level. Customer attempted to self-treat by consuming carbohydrates, however; was treat with carbs and juice in the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.